Event description:
It was reported following a percutaneous coronary angioplasty that an angio-seal device was deployed to close the arteriotomy site. Post deployment, slight oozing at the arteriotomy site was noted. The oozing stopped and hemostasis was achieved. Later, the pt experienced a vasovagal epsiode with retroperitoneal bleeding. The pt underwent surgery to repair the vessel. Following surgical intervention, the pt expierenced an arrest. Attempts to resuscitate were successful and the pt was placed on a ventilator. While in the intensive therapy unit (itu) the pt developed "complications" and died approximately three months later. The attending physician could not recall the official cause of death and was not certain if this case was sent to the coroner. The deploying physician was not certified at the time of this event; however, has since completed training in 2005.